Event description:
It was reported that mold can be seen around the connection, seen as a black dot in the pictures email verbatim: we have received a complaint in relation to product bd chloraprep 10.5ml lot number 1018839, please see pictures. The customer states that mold can be seen around the connection, seen as a black dot in the pictures. I have requested samples from the customer and I shall forward these on as soon as they are available. Please can you confirm if you have received any other similar complaints in relation to this product and lot number? Can you please supply a contact details and address to send the sample to your complaints department. Please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings. If you require any further information please do not hesitate to contact me at the details below. Please acknowledge this complaint within 24 hours and provide an estimated completion date for your investigation. Please use our complaint reference number (B)(4) in any future correspondence regarding this issue at this e-mail address.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
A sample and photo was provided for evaluation. Visual examination of the sample and photo verified the reported issue. Further evaluation was completed using ftir analysis for the alleged mold. Per ftir spectra results, the failure mode of foreign matter (mold) was not verified. The results of the dark spot material has been deemed most likely polyurethane. The foam tip is made of polyester polyurethane. This complaint will be categorized as an isolated event. Unfortunately bd is unable to confirm the root cause of the foreign matter at this time. A production record review was completed for batch/lot 1018839 and no non-conformances were identified during the manufacturing of this lot. No further action are required. This failure will continue to be tracked and trended. H3 other text : see narrative below

Event description:
It was reported that mold can be seen around the connection, seen as a black dot in the pictures email verbatim: we have received a complaint in relation to product bd chloraprep 10.5ml lot number 1018839, please see attached pictures. The customer states that mould can be seen around the connection, seen as a black dot in the pictures I have requested samples from the customer and I shall forward these on as soon as they are available. Please can you confirm if you have received any other similar complaints in relation to this product and lot number? Can you please supply a contact details and address to send the sample to your complaints department. Please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings. If you require any further information please do not hesitate to contact me at the details below. Please acknowledge this complaint within 24 hours and provide an estimated completion date for your investigation. Please use our complaint reference number (B)(4) in any future correspondence regarding this issue at this e-mail address /omit/